Event description:
I am writing to report a defective pregnancy test kit ((B)(6) pregnancy test, 2 applicators per box). Both applicators failed to exhibit the positive control band. I tried the product in the afternoon of (B)(6) 2016 and then the following morning ((B)(6) 2016), following the instructions on the box and in the package insert. Info on the product foil cover: (B)(4). I purchased the product at a (B)(6). When I attempted to contact (B)(6) by their online reporting process (https://www.(B)(6).com/mktg/contactus/contact-us-forms.jsp?tier3id=1225), the website appeared to be malfunctioning as the page became stalled after I pressed the "submit" button. All of the data fields on the page were filled in, but I am concerned that (B)(6) is unable to address product problems or product complaints if they are unable to receive messages from consumers. This was my attempted message: "both applicators failed to exhibit a positive control band. I followed the directions on the box and the package insert. The codes on the test applicator: (B)(4). I bought the box at a (B)(6). Please f/u with your complaints department regarding this product failure and let me know what the response is. (B)(6)". I also looked up consumer comments on the product and saw a complaint that mirrored my own (albeit with the single device package presentation. "Positive but with no control line in the results box? I'll take another better test in a couple days and see what I think." Http://www.(B)(6).com/store/c/(B)(6)-one-step-pregnancy-test/ID=prod6188716-product? Ext=goopla_-sexual_wellness_mobile%pla&adtype=pla&kpid=sku6166560&sst=f39b355a-be8a-41al-8a99-5f8c2b22b3a5.